Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation summary: product surveillance and quality engineering conducted an evaluation of the neo-fit® neonatal endotracheal tube grip. This evaluation was based on a review of the 2-year complaint history, a device history record (DHR) review, a review of the returned product, and a review of our supplier's material and process. The cause was found to be indeterminable. A review of the device history record for the products indicated the units were released meeting all quality release specifications at the time of manufacture and did not reveal any abnormalities. Investigation of the returned product revealed the face/cheek pads and velcro® strap both displayed acceptable retention strength. A review of our supplier's material with regard to the adhesive, velcro® strap, staples and associated manufacturing process showed no changes and that the product was manufactured to specification. Correction and/or corrective action: none. There is no immediate corrective action as the affected sample device was not returned for investigative analysis. No alteration was made to the manufacturing assembly line or in materials in the way of components or raw materials. This complaint will be monitored for trending.

Event description:
Ref e-complaint-(B)(4). "Pt moving slightly - desat / brady". "Patient required reintubation". Please note additional complaints also filed for reported condition. In all of the events, this is varied. Some happened outside of any event or procedure and with a sleeping patient laying supine in bed. Some occurred with vomiting, bathing, kangaroo care, before, during, or after these procedures. Tube at different marking at gum or lip, desaturation, tube visually moving, ventilator alarms, not sensing breaths on ventilator, no chest movement. Patient required reintubation.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
(B)(4). Vent alarmed low min. Volume patient desaturation no sensor pick up bradycardia -bagged- no etl o2 please note additional complaints also filed for reported condition. In all of the events, this is varied. Some happened outside of any event or procedure and with a sleeping patient laying supine in bed. Some occurred with vomiting, bathing, kangaroo care, before, during, or after these procedures. Tube at different marking at gum or lip, desaturation, tube visually moving, ventilator alarms, not sensing breaths on ventilator, no chest movement. Patients required reintubation and received chest x-ray .